Manufacturer narrative:
After further review of the complaint, it was determined this complaint was reported in error. The complaint should be again the insulin pump; please reference MFR report number 3004209178-2017-77057.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's volume was very loud. The minimum and maximum volume sounded the same. The insulin pump alarmed pump error 63 during the self-test. The customer was asked to stop using the insulin pump and revert to a pen. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.